Manufacturer narrative:
The controller was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the controller revealed no signs of physical damage or contamination. The controller passed visual and functional examination. No additional information will be forthcoming. This is one of four reports (3007042319-2014-00180, 3007042319-2014-00690, 3007042319-2014-00691, and 3007042319-2014-00692) submitted for devices related to the same event.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation.

Event description:
Approximately one year and four months post heartware lvad implantation, the patient reported a vad stop alarm with his controller while changing batteries. The pump immediately started after reconnecting to a battery. Heartware field engineers recommended exchange of batteries and the controller. No harm or injury to the patient was reported as a result of this incident. Preliminary log file analysis indicates a pump stop (controller power-up/pump motor start) the day prior to and on the day of the reported event.